Event description:
The infusion pump was reported to malfunction. Channels a & c were functioning properly and channel b was put out of service. The rn needed to add more volume to be infused. The volume was reset and the pump started alarming and all 3 channels shut off. The start button was pushed and the display came on stating the mtr for channel b needed to be reset. The rn could not get the pump out of alarm mode so channels a & c would not work. The rn turned off the pump and then back on and the pump started to work again on channel a & c with channel b still out of service. This episode caused a severe deterioration in the pt's condition until the pump started working properly again.